Manufacturer narrative:
Insulin pump received with all buttons responding properly. No damage or moisture damage on keypad assembly. No stuck button alarms noted. Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specified range. No failed battery test or low battery alert noted during testing or in the insulin pump trace download. However, insulin pump received with corroded battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had button error. Customer¿s blood glucose level was unknown. Customer reported that they button error. The insulin pump will not be returned for analysis.